Event description:
The customer alleged they received questionable afp a1-fetoprotein (afp) results for one patient on their e-module. A specific date of this event was not provided. The patient's initial afp result was 320.6 ng/ml. The sample was repeated and the result was 319.6 ng/ml. The customer stated the first result was high compared to the patient's previous result from (B)(6) 2013 when comparing the patient's record, so the customer repeated the sample. The sample was auto diluted 1:5 and the result was 439.3 ng/ml. The sample was manually diluted by the customer and the result was 449.9 ng/ml. The sample was finally auto diluted 1:20 and the result was 492.6 ng/ml. It was unknown if any of the results were reported outside the laboratory. No adverse events were reported. The afp reagent lot number was 168819 and the expiration date was 01/30/2014.

Manufacturer narrative:
A root cause could not be determined. Patient sample and additional information were requested by not provided. Investigation of this event could not be performed.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.